Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the shell and crease flat. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -no were observed openings on the device or issues related with the complaint.

Event description:
Additionally healthcare professional reported "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the shell and crease flat. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: there were no observed openings on the device or issues related with the complaint.

Event description:
Device has been explanted.